Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed self-test and displacement test. Unit received with low suspend alarm functioning properly. No unexpected no low suspend alarms noted. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Pump connected to the minimed mobile app successfully on both android and ios. Pump successfully uploaded carelink files and download traces and history files using thump. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, scratched case, pillowing keypad overlay. The p-cap/reservoir does lock properly. Unit received with low suspend alarm functioning properly during analysis. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. Confirmed the pump communicated with the minimed mobile app. Confirmed pump successfully uploaded carelink files and download report history files no communication anomalies noted. Cosmetic damage was confirmed at battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 3 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), unexpected suspend [low sg], sensor glucose vs. Blood glucose, log in issue - unresolved, no com pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7040a, mmt-7333, mmt-6102. Unable to complete troubleshooting or provide instructions, insufficientinformation to escalate.customer reported physical damage (crack or scratch) on the pump notrelated to the retainer ring.customer is reporting a discrepancy between sg and bg which is notwithin range after fewer than 4 days of wear. Advised to wait at leastan hour and if bg is stable to calibrate.unable to complete troubleshooting or provide instructions, insufficientinformation to escalate.customer reported physical damage (crack or scratch) on the pump notrelated to the retainer ring.customer is reporting a discrepancy between sg and bg which is notwithin range after fewer than 4 days of wear. Advised to wait at leastan hour and if bg is stable to calibrate.unable to complete troubleshooting or provide instructions, insufficientinformation to escalate no harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. Product return requested for mmt-7040a. Customer declined to return, or is unable to return. No product return is required for mmt-7333. No product return is required for mmt-6102.